Manufacturer narrative:
This report is being submitted as a result of a remediation CAPA to reassess product risks. No further actions will be taken. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file # (B)(4).

Event description:
Customer reported the glue strip is constantly delaminating from the lid, leaving the strip over the PICC line. The top adhesive is peeling off of the loop and staying stuck to the catheter. It is unknown when the issue was discovered and no patient incident or injury was reported.